Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a stage 1 device put in on (B)(6) 2014. It was unclear what kind of device was put in or what the device was intended to treat. The patient kept the stage 1 device because she couldn¿t afford a stage 2 device. The patient had an infection and patient symptoms included drainage, incisional wound opening, and fever. The device was explanted and sent to pathology. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.